Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The fluid path test initially failed due to an obstruction in the soft cannula. Once the obstruction was removed, the fluid path test passed. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum was inspected, and no large puncture marks were found. Investigation identified an exposed needle before opening the pod. When the device was opened, scoring marks were identified on the inside of the top housing signaling interference with the needle mechanism assembly. The needle fully retracted when the device was opened. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18.2 mmol/l (327.6 mg/dl) while wearing the pod between 4 and 24 hours. A manual insulin injection using a pen was administered to treat the hyperglycemia.